Manufacturer narrative:
It was confirmed through a good faith effort (gfe) response received that there were no diagnostic codes that were present, and no diagnostic report (drpt) was available. Troubleshooting included a battery functional check and measurement of power cable resistance. No repairs have been completed at this time. The customer was advised to purchase a replacement battery and power cable to resolve the issues.

Manufacturer narrative:
The ventilator remains in service using mains power only, with a recommendation to replace the identified faulty components. No parts have been replaced, and no components will be returned for investigation unless and until the customer elects to purchase replacement parts and proceed with an exchange. Based on the information available, no further action is required at this time. If additional information becomes available, the complaint record will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint from the customer on the v60 ventilator reporting that while performing preventative maintenance (pm), it was discovered that the device has a faulty battery. The battery does not charge. The device operates only from a 220v network, which creates a safety issue for a patient in the event of a power failure. The faulty battery requires replacement. It was reported that there was no patient involvement at the time the issue was discovered. There was no patient or user harmed.